Event description:
The explanting surgeon reported that a pt with a previous pulmonary valve homograft placement during a ross procedure for a bicuspid native aortic valve, underwent removal of the pulmonary homograft at approximately 6 1/2 years post-implantation due to calcification, cusp degeneration, regurgitation, and stenosis. The explanted valve was replaced with another cryopreserved pulmonary homograft.